Manufacturer narrative:
Additional manufacturing narrative: corrected data: age at time of event updated from "(B)(6) mo" to "unknown."

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the spo2 value on the monitor was 92% and the control in the arterial blood gas sample was 76.7%. With a new sensor was the problem fixed. No consequences or impact to patient were reported.